Event description:
It was reported that the lesion had no tortuosity and no calcification; however, was 90% stenosed. The 2.0 x 15 mm voyager rx was advanced for pre-dilatation; however, the balloon ruptured at 6 atm when inflated for the first time. No patient effects were reported. No additional event information is available.

Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion characteristics, patient disease state, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. The balloon material may have been damaged (scratched) during interactions with other devices and/or the stenosed lesion such that upon inflation attempt, the balloon ruptured. Ultimately, return of the rx voyager may have aided the evaluation in determining a cause for the experienced rupture. In this instance, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined, however, there does not appear to be any indication of a product quality deficiency.